Event description:
A consumer reported that a family member experienced ketoacidosis while using a fasttake meter. Patient tests blood glucose 3-4 times a day and bases insulin sliding scale doses on the ft meter readings. On one evening in 5/2001, patient was feeling sick and started vomiting. Two days later, patient was taken to the hospital by patient's parents because the vomiting continued for 3 days. Patient had a 214mg/dl blood glucose reading on the ft meter at 2:26pm, before going to the hospital. At the hospital patient was admitted with ketoacidosis and dehydration. Patient was discharged three days after admission. Patient has stopped using the ft meter after the event. The patient's blood glucose levels, while at the hospital, are unknown. No further information is available.